Event description:
Pt was hospitalized for high blood sugar levels. During the call, the pump passed the lead screw test. It was indicated that pt had a difficult time priming the set when they are set changes. Additionally, the customer reported that there is blood at the site and they are unsure if they're inserting the set correctly. After troubleshooting, the customer was educated on proper priming technique, set changes, and insertion angles. Also, the customer was informed to call back to run a high pressure test on the pump.